Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failed through biometric identifier (bio ID). A field service engineer (fse) powered off the station, installed the new bio ID 02, and updated the lumi firmware using a universal serial bus (usb) drive. The firmware installation was completed successfully, and functionality was verified through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier (bio ID) displayed a "requires maintenance" message. While the user was attempting to log in to the device, a bio ID requires maintenance pop-up appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.